Event description:
On (B)(6) 2022, a spontaneous report was received from acontinued in additional info section consumer regarding a female (age was not reported) who was using playtex sport plastic (tampon, menstrual, unscented). Medical history included an unmedicated birth. Concomitant products were not reported. On an unspecified date, the patient started use of playtex sport plastic, unscented. On an unspecified date, after inserting the product, the patient thought the entire tampon came out when she changed it one morning after taking a shower and she put in another tampon. She went about her day and changed tampons out every 3 hours throughout.the next day, she started to get intense cramping pain that moved from her stomach, to her pelvic area, back, knees, and throughout her entire legs. The pain was absolutely awful that she would rather have given birth unmedicated multiple times than feel the pain she suffered through. She developed a high fever and a severe rash that laid all over her entire body. She was in tears from the amount of pain she was in. She developed toxic shock syndrome because the tampon had torn and the anterior part of the cotton had remained inside of her and "turned into an infection super quickly." She went into septic shock and almost died. On an unreported date, her septic shock and toxic shock syndrome resolved. She was not sure if she would ever use tampons again. No further information could be obtained, as contact information for the reporter was not provided.

Manufacturer narrative:
Preliminary investigation results indicate quality systems were functioning as intended. No information on the exact product used or manufacturing lot has been supplied by the consumer. The investigations completed have found no correlation or association between the manufacturing of the playtex sport tampon product at edgewell's dover, delaware plant and the reported tss event.